Event description:
A malfunction was reported on the customer's pump, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support resolved the situation by arranging for a replacement pump to be sent to the customer. The customer was advised to use a backup insulin pump temporarily and received instructions for returning the faulty pump to avoid additional charges. The customer understood the need to program their settings and connect their cgm to the new pump, which would arrive with updated software.